Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lumbar drain placement, the catheter met resistance while trying to reposition and advance it. It became clear that the catheter had become stuck and likely had sheared. As such, the doctor removed the needle and catheter and confirmed that approximately 4-5 cm of the catheter was retained in the patient.